Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that she experienced severe low blood glucose (bg), less than 20mg/dl at the time of the reported event. Patient's boyfriend found patient and administered 2 glucagon shots before calling 911. Patient reported that she was admitted and released from the hospital the same day. It was further reported that the patient's transmitter and sensor were lost during hospital admission. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. There was no alleged device malfuction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.